Event description:
It was reported that lead exhibited unacceptable thresholds. The lead was explanted and replaced and the insulation exhibited a break.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.